Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas, with a lowest blood glucose of 57 mg/dl and device alerts notifying of low blood glucose; the user did not announce meals, had postprandial hyperglycemia followed by corrective insulin leading to low blood glucose, and corrected the event with oral glucose. Symptoms included no reported physical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included complaint intake review and troubleshooting with education on meal announcement and consultation with the healthcare provider. Investigation of this case revealed no device malfunction and suggested user-therapy interaction related to meal non-announcement and subsequent automated correction as the likely contributor to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.